Event description:
It was reported that the patient was hospitalized due to phrenic nerve stimulation and dyspnea. There was low sensing on the right ventricular (rv) lead. The left ventricular (lv) threshold was unstable and the lead was causing the stimulation. Reprogramming to vvi 40 without biv function was done and the leads remain in the patient. Approximately two weeks later, the patient was hospitalized overnight again for dyspnea. Ten days after that hospitalization, the lv lead was revised and remains in use. The patient was enrolled in the optimization of heart failure management using optivol fluid status monitoring and carelink network. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: d234trk implantable cardioverter defibrillator, (B)(6) 2009; 5076-52 implantable pacing lead, (B)(6) 2009; 419488 implantable pacing lead, (B)(6) 2009. (B)(4).